Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the screen is so dim and hard to see. It was also reported that the pump cannot be read at all when outside and has to be inside a dark area. The letters are dim and orange and has been this way 2-3 months and appears to be getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.